Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that they had difficulty inserting the feed tube due to resistance. When they removed the tube, the metal tip fell from the tubing into the floor. There was no patient harm.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. A sample analysis was done using the photographs provided by the customer and a poor assembly was observed in the bolus causing the detachment of the device. The sample was received and evaluated. The sample also confirmed the reported condition of a detached component. During the investigation a multidisciplinary team conducted a gemba walk through of the manufacturing process. After reviewing and replicating the reported condition it was concluded that the potential root cause is a lack of a sufficient amount of solvent in the component. A quality alert was issued to notify personnel of the condition reported by the customer. A production notification was also issued to all personnel to heighten awareness of the condition reported by the customer. Additional training was conducted for all shifts on the process of the manufacturing process for the bolus and tube for the and assembly of both components.